Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/27/2015 for investigation. Investigation results as follows: visual inspection was performed and found that the battery clip was bent. From the condition of the returned unit, the damage appears to have been due to wear and tear. The battery lock was repaired to address the damage. During functional testing, neither of the reported user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) nor the ua 8 (motor controller fault detected) were reproduced. Load cell characterization testing was performed, which showed that both load cells were functioning within specification. Compression testing was also performed for several hours with a large resuscitation test fixture, with no user advisories or warnings exhibited. The platform's archive data was reviewed. No user advisories were seen in the archive on the reported event date of (B)(6) 2015. No ua 7 faults were observed throughout the entire available archive log. However, the reported ua 8 was observed twice on (B)(6) 2015. There were no mechanical issues identified during evaluation of the device that could have caused or contributed to the observed ua 8 codes. A cause for the ua 8 could not be determined. Unrelated to the reported event, multiple ua 29 (loss of brake connectivity) codes were seen on (B)(6) 2015. As this fault can be caused by a failed power distribution board (pdb), the board was inspected and was found to be operating within specification. Although the pdb was functioning normally, the board was replaced proactively. Based on the investigation, the part identified for proactive replacement was the power distribution board. In summary, the reported complaint of the platform displaying a ua 7 code or ua 8 code was confirmed. Although no ua 7 codes were seen in the platform's archive data or reproduced during functional testing, two ua 8 codes were displayed on (B)(6) 2015. A cause for the ua 8 codes could not be determined. Following service, including proactive replacement of the pdb to address the ua 29 codes seen in the archive, the device passed all testing criteria.

Event description:
Additional information provided by the reporter: the reported event occurred during patient care in the medical intensive care unit of the hospital.

Event description:
It was reported that the autopulse platform displayed a fault 7 (discrepancy between load 1 and load 2 too large) or a fault 8 (motor controller fault detected) message after the device was on for 5-10 minutes. Customer stated that the lifeband was properly installed. They tried using a fully charged battery but the issue did not resolve. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.